Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc5 locked out and would not work again. Another device was used to complete the case. There was no consequence to the patient.